Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patients lead were out of the cervical spine and was experiencing coverage not exactly like before. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients lead were out of the cervical spine and was experiencing coverage not exactly like before. The patient will undergo a revision procedure wherein the leads will be replaced.